Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4).   Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there is a hole on the softpack polymer pouch. No damage or holes were found on the foil pouch of the polymer. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging of powder pouch was found with a pinhole.